Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a resolute onyx rx coronary drug eluting stent called to query if a stent could cause a rash. The patient stated that a rash appeared on their upper body approximately 10 days post implantation of the stent. The patient was advised to consult an allergist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.